Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high thresholds and low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacemaker (B)(6) 2008; 4092-58 implantable pacing lead (B)(6) 2003. (B)(4).